Manufacturer narrative:
Additional information : the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection with naked eye noted a missing blue pull ring. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring which covers the catheter adapter on a peritoneal dialysis (pd) transfer set was missing. The missing component was discovered at the time the transfer set was unpackaged/setup to be installed to the pd patient. There was no patient injury or medical intervention associated with this event. No additional information is available.